Event description:
Customer stated they are failing ca control for billrubin.

Manufacturer narrative:
Customer stated they are failing ca control for bilirubin. The customer is not aware of any erroneous results being generated or reported out of the lab. Iris field service engineer (fse), went to the customer site, and replaced the syringe housing. The fse indicated there was air entering in to the syringe causing the failure. Fse reran controls and the controls passed. The system was operational.